Manufacturer narrative:
The large hem-o-lok clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis confirmed the reported issue. Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and failed. Failure analysis found the secondary failure of broken input disks to be related to the customer reported complaint. The instrument was found to have multiple input disks broken. Input disks 6 and 7 were found broken into pieces inside of the housing.

Event description:
It was reported that the large hem-o-lok clip applier instrument was tagged as defective for return. There was no reported patient involvement.